Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were provided for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available that changes this assessment, as amended medical device report will be submitted. Zimmer reference number (B)(4). This is a split case with warsaw (B)(4).

Event description:
The patient is pursuing a product liability claim arising out of the use of a dislocated biolox head. The patient was implanted on the left side with a biolox delta head on (B)(6)2010 and was revised on unk date due to dislocation.